Event description:
The customer received a questionable tina-quant igm generation 2 (igm) result from their p module. The patient's initial igm result was 97 mg/dl. The customer reported this result outside the laboratory. The physician questioned the result as the patient's previous igm result was 9 mg/dl. The customer repeated the same sample twice on a different p module. The first repeat result was 12 mg/dl. The second repeat result was 12 mg/dl. The customer deemed the repeat result of 12 mg/dl to be correct and it was issued as a corrected report. The physician questioned the original result and the patient was not treated based on the erroneous result. There were no adverse events. The igm lot number was 64257501 and the expiration date was 11/30/2012. The field service representative determined the r1 reagent probe needed adjustment. He adjusted the r1 reagent probe. The analyzer was running to specification. The customer performed calibration and quality control with satisfactory quality control results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.